Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown and "when laying down the implants migrate under [their] arms", and "if laying flat on [their] back there is a big gap in [the] implants and nipples are turning downward". Device remains implanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown and "when laying down the implants migrate under her arms", and "if laying flat on her back there is a big gap in her implants and her nipples are turning downward". Patient additionally reported "totally flattened, looked smaller, just about gone and a rash up my chest and neck" and "face swollen from eyes down" - not related to the device.